Event description:
A hospital in (B)(6) reported that air leaked from the expiratory limbs of four rt340 adult breathing circuits after one week of use.

Manufacturer narrative:
(B)(4). Method: four complaint devices were received: one from lot 121105, one from lot 121115 (manufactured 5 nov 2012) and two with unknown lot numbers. The returned breathing circuits were visually inspected for damage. Results: visual inspection of the evaqua expiratory limbs revealed a hole in each, 45cm, 25cm, 29cm and 39cm respectively from the proximal connector. The evaqua limbs appeared to have been punctured or scratched with a blunt object. A lot check revealed one other complaint for lot 121115 and no other complaints for lot 121105. Conclusion: we were unable to determine how the limbs came to be damaged. However the hospital had informed us that they used a third party circuit hanger in each case and this could have been the cause of the observed damage. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. (B)(4). The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage.